Event description:
It was reported that the barrel was twisted, the cap was missing and there was an oily substance in device with a bd micro-fine¿ insulin syringe needle. The following information was provided by the initial reporter, translated from french to english: - some syringes are distorted / twisted! - some others do not have white plugs on the piston. - last but most problematic observation, on some syringes, an oily liquid comes out of the needle and covers the body of the syringe that can be felt by touch. When you press the piston, you see the drop coming out and when you release, the drop comes in. Alarming observation in case of injection of this material (unknown) into the body! It would seem that this observation has already been made in a previous batch according to the doctor's statement.

Manufacturer narrative:
Investigation: customer returned (23) 3/10cc, 8mm, 30g syringes (3 loose, 20 in sealed poly bags) with the shelf carton from lot # 7345580. Customer states that the syringes are twisted, others do not have white plugs on the piston, and an oily liquid comes out of the needle and covers the body of the syringe that can be felt by touch. All returned syringes were examined and one loose sample exhibited a deformed barrel, and both remaining loose samples were returned without the plunger cap. All returned samples were also examined and no foreign matter was observed in or on any of the syringes. Also, no foreign matter came out of the barrels when the plunger rod was fully depressed. The attached photo shows a clear drop of liquid on the cannula, however, it is difficult to determine the identity of this droplet of material without seeing the material on any of the returned samples. A review of the device history record was completed for batch # 7345580 all inspections were performed per the applicable operations qc specifications. There were seven (7) notifications [200731654, 200731855, 200731691, 200731692, 200731652, 200731653, 200731726] noted that did not pertain to the complaint. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (deformed barrel, fm on cannula) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (missing plunger cap) as the sample that exhibit this issue were returned loose visual inspection of the picture found (1) barrel damaged and bent at the 30 scale mark. Process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. Root cause: feeder was out of time. Correction: l2l dispatch #4801 was created during the creation of this batch to adjust the feeder to put it back in time. Process summary: the automatic syringe assembly machine feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for foreign matter cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7345580, medical device expiration date: 2022-12-31, device manufacture date: 2017-12-11; medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel was twisted, the cap was missing and there was an oily substance in device with a bd micro-fine¿ insulin syringe needle. The following information was provided by the initial reporter, translated from french to english: some syringes are distorted / twisted! Some others do not have white plugs on the piston. Last but most problematic observation, on some syringes, an oily liquid comes out of the needle and covers the body of the syringe that can be felt by touch. When you press the piston, you see the drop coming out and when you release, the drop comes in. Alarming observation in case of injection of this material (unknown) into the body! It would seem that this observation has already been made in a previous batch according to the doctor's statement.